Manufacturer narrative:
The reported internal battery failure error is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information alleging that during a 1.06.15 software upgrade on a trilogy evo ventilator, a 'value' was displayed on the screen and resulted in a ventilator inoperative condition. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the manufacturer's service center, an 'internal batt failed' error code was found in the device's error log. The service technician states that the internal battery will be replaced to resolve the issue. The internal battery stock availability has yet to be determined and therefore, a repair completion date is pending. Additionally, the ventilator inoperative 1.06.15 software upgrade issue was reproduced. The service technician states that a 'tpy held in bm' ventilator inoperative code was also found in the device's error log. The service center successfully reinstalled software upgrade without issue. This information does not indicate a malfunction of the device, yet a result of the service being provided currently. It has been concluded that the trigger for this condition would not occur during normal operation and use on a patient; therefore, posing no additional safety risk for a patient.